Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00497 on 11-dec-2024. Additional information: MDR 1219913-2024-00498 was filed for event date 14-nov-2024.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens regional support center to report falsely elevated hcg results that were obtained on a patient sample on an immulite 2000 xpi instrument. Quality control (qc) recovered within acceptable ranges on the dates of testing. Siemens evaluated the issue and provided the following conclusion: as stated in the assay's instructions for use (IFU), hcg sample diluent (l2cgz, l2cgz4) is for the on-board dilution of high samples. Diluting samples that are negative or below the linearity of the assay would apply a dilution factor to nonspecific background counts which could cause a negative response to appear positive. According to the data provided, adjustment was found complete and qc within range. The assay and system are performing as expected. Immulite 2000 hcg lot 481 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
The customer reported falsely elevated hcg results were obtained on a diluted patient sample on an immulite 2000 xpi instrument. The initial erroneous result was reported to the physician(s) who questioned the result. Historic results for the patient were < 0.1 miu/ml. The sample was repeated neat and diluted. The neat result was lower than the initial result and was reported as the correct result to the physician(s). The repeat diluted result remained falsely elevated and was not reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated hcg results.